Manufacturer narrative:
Patient demographics were not provided. The event occurred in the birthing center, indicating an adult female patient. The customer¿s report that the tubing set leaked above the connection site was confirmed. The leak occurred at the engagements between the microbore tubing and the male luer adapter. Further observation under magnification revealed solvent anomalies that seemed more evident along the area of the yellow stripe of the microbore tubing. The root cause that the tubing set leaked above the connection site was identified as a manufacturing issue.

Event description:
It was reported that the tubing set leaked above the connection site during an epidural infusion infusing on an adult female in the birth center. The rn replaced the tubing set with another set and found that it also leaked. The rn replaced the tubing set again, and the new tubing set also leaked to total three tubing sets that leaked from the same lot number. The rn then replaced the tubing set from a different lot number and no further leaking was noted. The customer stated there were no adverse effects experienced by the patient from the event.